Event description:
Reported undisclosed number of false positive sars results for asymptomatic patients, off-label at the time. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.